Event description:
Upon explant due to hematogenous infection, there appeared to be excessive wear on the implant. Extraordinary circumstances were involved in this case. As stated by the surgeon, the pt was overweight, heavy smoker and an alcoholic who fell many times. Pt also has a history of prescription drug abuse. These extraordinary circumstances were beyond the indications for use and confirmed as the most likely cause for the excessive damage shown by the implant. Furthermore, a recent explant (due to infection) was examined at ortho and showed no excessive wear on the post. This implant had been in place for 6 months.

Event description:
Upon explant due to hematogenous infection, there appeared to be excessive wear on the implant. Extraordinary circumstances were involved in this case. As stated by the surgeon, the pt was overweight, heavy smoker and an alcoholic who fell many times. Pt also has a history of prescription drug abuse. These extraordinary circumstances were beyond the indications for use and confirmed as the most likely cause for the excessive damage shown by the implant. Furthermore, a recent explant (due to infection) was examined at ortho and showed no excessive wear on the post. This implant has been in place for 6 months.